Event description:
It was reported that the lead warning was triggered, high lead impedance, low lead impedance, muscle stimulation, and polarity switched for the right ventricular lead. The right ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.